Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. The production product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record. Patient demographics are not available as case specifics could not be verified per the doctor.

Event description:
During a conversation with an external clinician doctor for a solopath performance feedback, it was mentioned that valve leakage was experienced with the device. The doctor stated he most frequently uses the sr-22xx and sr-24xx devices, and less frequently uses the sr-19xx devices. He expects/experiences valve leakage almost every procedure on all sr product sizes and unacceptable level of leakage, 200ml of blood loss per hour with stiff guidewire installed after initial device insertion during an average procedure. Patient condition is unknown. No intervention such as blood transfusion was required as a result of the experienced valve leakage.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.